Event description:
It was reported that wire break occurred. The target lesion was located in a coronary artery. A 185cm j-tip pt2 guidewire was selected however, fracture on the distal portion was observed. The procedure was completed with a different device and no patient complications were reported.

Event description:
It was reported that wire break occurred. The target lesion was located in a coronary artery. A 185cm j-tip pt2 guidewire was selected however, fracture on the distal portion was observed. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual analysis completed on the returned device revealed the device was broken 183.3cm from the proximal end. The distal tip was not returned. The outer diameters of the distal end, the middle of the device, and the proximal section were all within specifications. The overall length of the device was unable to be measured due to the broken unreturned tip. Inspection of the remainder of the device presented no other damages or irregularities.